Event description:
The pt received the scs system on (B)(6) 2010. It was reported that the pt was without stimulation and the charger was unable to locate the ipg. The replacement charging system was unable to resolve the issue. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.